Manufacturer narrative:
Follow-up # 1 ¿ (12/22/2014). The patient¿s test strips have been returned on 11/13/2014 and evaluated by lifescan product analysis on 12/10/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction to incident description: on (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another meter (freestyle). The reporter claimed obtaining a blood glucose reading of ¿318 mg/dl¿ with the subject meter and ¿168 mg/dl¿ on the other meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.